Event description:
It was reported that revision surgery was performed due to nail breakage. There was bad reduction position in the bone. The synostosis was not completed until half year.

Manufacturer narrative:
[(B)(4)].